Event description:
It was reported that the 9800 system is displaying a low ma error, and the collimator closes down to 0. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep reinstalled a new ffb board and x-ray tube then calibrated the filament. The system operates as intended.